Event description:
This spontaneous case describes the occurrence of back pain ("back pain") and fatigue ("fatigue") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criterion intervention required), fatigue (seriousness criterion disability), pain ("pain in the body") and headache ("headaches"). The patient was treated with surgery (removal of the uterus). Essure was removed. No causality assessment was received for essure with regard to pain, headache, fatigue or back pain. The reporter commented: the essure implant, a permanent contraceptive method promoted as risk-free, has been used by 200,000 women in france since 2002. However, some of them report having serious adverse events. The implant was prohibited by the french drug safety agency in 2017 and bayer stopped marketing it in 2018. The only way to remove the implant is by performing a major surgical intervention, sometimes even involving uterus removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced back pain (seriousness criterion intervention required), fatigue ("fatigue"), pain ("pain in the body") and headache ("headaches"). The patient was treated with surgery (removal of the uterus). Essure was removed. No causality assessment was received for essure with regard to pain, headache, fatigue or back pain. The reporter commented: the essure implant, a permanent contraceptive method promoted as risk-free, has been used by 200,000 women in france since 2002. However, some of them report having serious adverse events. The implant was prohibited by the french drug safety agency in 2017 and bayer stopped marketing it in 2018. The only way to remove the implant is by performing a major surgical intervention, sometimes even involving uterus removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.